Event description:
Healthcare professional (hcp) reports two incidents of pt reactions with the af-220 dialyzer. Incidents occurred in 2001 with the same pt. Hcp reports that during and after treatment pt experienced itching an hives. Blood was returned to the pt after treatment with no reported blood loss. Hcp reports no medical intervention. Pt has subsequently dialyzed with a psn 170 dialyzer with no further reactions and reports that symptoms have resolved.